Manufacturer narrative:
(B)(4). Please reference journal article at: htttp://www.ncbi.nlm.nih.gov/pubmed/26130277. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. The deivce is used for treatment. It is reported that the frontal inclination of the tibial resection was performed orthogonal to the proximal tibial epiphyseal axis (ptea) to restore the correct joint line obliquity. Also, the sagittal tibial slope was set according to the pre-operative value up to 10 degrees. However, the zimmer unicompartmental high flex knee mi lateral surgical techniques do not mention this ptea technique, and state that the designed anatomic tibial position features a 5 derees or less posterior slope. Per the unicompartmental knee package insert, pain is a known adverse effect of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. The deep infection, observed in only (B)(4), likely does not result from the deviation between the actual and recommended surgical techniques. Therefore, a definitive root cause cannot be determined with the information provided.

Event description:
It is reported that two patients underwent a two-stage revision for deep infection.